Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during use of implantable pulse generator (ipg) physician requested the types of leads connected to the pacemaker, and indicated that the device was at end of life (eol) and could not be interrogated. Physician was notified of patient not feeling well. Patient was lost to follow-up, and unknown when eol/elective replacement indicator (eri) was met. Physician indicated the ipg was planned for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.